Event description:
It was reported that during a cruciate ligament reconstruction surgery,with 3.8 mm driver, the anchor was broken consecutively. The pieces were removed directly with an external fixation of the tibial end. The procedure was successfully completed with no significant delay or patient injury reported.

Manufacturer narrative:
Two 72202901 footprint ultra pk 4.5 mm suture anchor products used for treatment, were returned for evaluation. Two complaints were opened that share an issue. The complaints stated: ¿two anchors are broken consecutively.¿ the insertion devices and anchors were returned. There was audible click upon rotation of the torque limiters. The inner rotating shaft was bent approximately 90 degrees on one. Both anchors displayed symptoms of force and torque damage. Barbs were distorted. The anchors were both broken. The distal tip of one anchor was broken through by the inner grub screw. This indicates difficulty with seating. Symptoms indicate a shallow depth hole factored into the difficulty and subsequent damage. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately.¿ per instruction for use, prep instrument for normal bone conditions is a 3.8mm straight awl. Complaints mentioned use of a ¿3.8mm driver¿. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.